Manufacturer narrative:
No retraction. E1. Address information was not provided; therefore, il was used as the state. A device history record review was completed by our quality engineer team for provided material number: 382544 and lot number: 5120110. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
18g IV catheters have a delay when retracting and/or the retraction button fails to work. Due to the slowness of the retraction - employees feel at risk for a needle stick. This delay has occurred on multiple different patients and IV catheters. Total of at lest 10 instances. Customer response on (B)(6) 2025: 1. Did the needle retract slower than normal? Yes. 2. Did the needle start retracting and then stop, leaving the needle exposed? No, the needles fully retracted, just slower than anticipated. 3. Did the needle not move at all after pressing the button? No, the needles retracted, just slower than anticipated. 4. Did the button depress? Yes, the button depressed.